Event description:
Surgeon reports he is no longer using aquamantys as he had two patients present with an unknown infection after use of the aquamantys 6.0. The issue happened over a year ago but was first reported to medtronic (B)(6) 2014. No further information available regarding case details or patient demographics. The patient infections have healed and patients are reported to be doing fine now with no further impact. Due to lack of detailed patient information, both cases are being reported via this one MDR report.

Manufacturer narrative:
(B)(4). Method: facility disposed of device. Device is not available for return and inspection. Results: facility disposed of device. Device is not available for return and inspection. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.